Event description:
While suturing the patient, the room staff went to pull the needle through the patients skin/tissue, and the suture needle popped off the suture. That suture was discarded and another suture, with the same lot number was used to retry. While tying off this suture, the needle popped off the suture again. Both sets of faulty suture were removed and the incision was closed with a different suture.